Manufacturer narrative:
E1: initial reporter address: (B)(6). G1: the device was manufactured at one of the following facilities: vantive healthcare - mountain home 1900 n highway 201 mountain home ar 72653 united states. Vantive healthcare - dominican republic carretera sanchez km 18.5 parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This occurred while the patient was connected during dwell one (1) of automated peritoneal dialysis (pd) therapy. This was further described as, the home patient (hp) noticed ¿solution dripping from underneath the machine, and it was a lot of solution¿. The hp was unable to locate the source of the leak. Renal therapy services (rts) guided the hp to drain manually and to end the therapy session. Rts discussed the use of continuous ambulatory pd with the hp and advised the hp to contact their pd registered nurse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.